Manufacturer narrative:
One device was received for evaluation. Service history review found that the device had been in for repair for a related problem. A visual inspection was performed and found a worn downstream sensor and a loose upstream sensor. The customer problem was duplicated through functional testing. The cause of the problem was a faulty microprocessor unit board and to solve the problem, the microprocessor unit board was replaced. The device then passed all functional testing after the repair.

Event description:
It was reported that the device had a main printed circuit board (pcb) fault code. There was no patient involvement.